Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to missing solder on leg 1 of a transformer, designator t2.

Event description:
The customer reported that their device had failed its user test multiple times and also they observed multiple occurrences of particular event code, logged. Upon an evaluation of the device by physio-control, it was observed that the device would not deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was then returned to the customer for use.